Event description:
Contact reported that during final tightening in a procedure, the tip of the screwdriver broke off in the crossconnector implant. The broken tip could not be removed from the hex and remains in the implanted crossconnector. As an unintended portion of the device was left in the body an MDR is being filed to document this event.

Manufacturer narrative:
The driver was manufactured in 8/2003 and was 3-years-old at the time of the malfunction. The condition of the tip prior to breakage is unk. A portion of the hex remains on one side of the shaft and the fracture surface runs in a diagonal direction. Angle of the break indicates that the driver was not in a straight alignment in torsion. Evaluation indicates that the malfunction was the result of forces applied to the driver during final tightening.